Event description:
Nurse inserted 20g IV in left arm, flash obtained, but as she attempted to draw blood through the catheter she noted air coming into the tube instead of blood. Then noticed blood coming out of the back of the hub on the catheter(the port closest to the needle, winged looking piece most proximal to the patient). Device removed and patient had to be re-stuck again with a different nexiva. There was no injury to the patient or to the nurse, but the patient had to be stuck twice when they would have only had to have one stick if this device had worked as it was supposed to.